Manufacturer narrative:
Evaluation revealed the strike plate t2 femur and the nail adapter t2 tibia spi to be the subject products. No further associated products were reported. A review of the device history records revealed no discrepancies. The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the strike plate and the nail adapter had been in use for a longer time (manufactured in 2009 and 2014), we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. The thread of the strike plate was completely broken off. The broken off part was stuck in the reception of the nail handle and could not be removed. The breakage surfaces of the strike plate showed the typical structure of a brittle fracture due to a bending overload. The appearance and the extent of the damage indicated that the event was related to an intra-operative damage of the devices caused by not properly screwing the strike plate into the nail adapter (no frictional connection between both units), which most likely had led to the breakage of the thread. In case of intended use such damage would not have occurred. Based on the above facts it can be ascertained that the root cause of the reported event was not related to a deficiency of the devices, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that while doing a tibial nail with the new extended guide and loaded up the 11 x 345 nail and threaded the strike plate into the spot for it on the guide. Once it was loaded the doctor impacted the nail in using our mallet to hit the strike plate. The strike plate broke off and the threads of it stayed in the guide and unable to get the broken threading back out. This happened when the nail was almost all the way down so it didn't affect the patient in any way. We just need to get the threaded end of strike plate that broke out of the tibia extended guide. The event was resolved by disengaging the jig from the nail because the nail was impacted all the way down when the strike plate broke so it didn't affect anything; they were done impacting the nail. There was no surgical delay and no debris reported.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that while doing a tibial nail with the new extended guide and loaded up the 11 x 345 nail and threaded the strike plate into the spot for it on the guide. Once it was loaded, the doctor impacted the nail in using our mallet to hit the strike plate. The strike plate broke off and the threads of it stayed in the guide and unable to get the broken threading back out. This happened when the nail was almost all the way down so it didn't affect the patient in any way. We just need to get the threaded end of strike plate that broke out of the tibia extended guide. The event was resolved by disengaging the jig from the nail because the nail was impacted all the way down when the strike plate broke so it didn't affect anything; they were done impacting the nail. There was no surgical delay and no debris reported.